Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.

Event description:
Info was received that reported a pt was hospitalized in 2008, due to diabetic ketoacidosis. The reporter stated she changed her site and set at 9:30 pm in the same month. She awoke the next morning vomiting; she called the paramedics as she is recovering from brain surgery. The paramedics transported her at 5:30 am to the ER where upon admit her blood glucose was 557mg/dl. The pt was treated with IV fluids and insulin. The reporter did state that she is thin and has scar tissue in the area she normally places her set and does not route sites appropriately. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.